Event description:
The customer reported that the 840 ventilator was inoperative. Covidien customer support engineer (cse) evaluated the device and could not duplicate the alleged event. The unit passed all testing.